Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines,"), alopecia ("hair loss"), muscular weakness ("muscle weakness"), fatigue ("fatigue,"), abdominal pain lower ("cramping,"), menstrual disorder ("abnormal bleeding during menstruation,"), rash ("rashes") and dyspareunia ("painful intercourse"). The patient was treated with surgery (hysterectomy on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, alopecia, muscular weakness, fatigue, abdominal pain lower, menstrual disorder, rash and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, alopecia, dyspareunia, fatigue, menstrual disorder, migraine, muscular weakness, pelvic pain and rash to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: myometrium'), pelvic pain ('pain/ pelvic pain'), transient ischaemic attack ('neurological conditions or problems type: transient ischemic attack') and cyst removal ('excision of cyst') in a 27-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included vaginal bleeding, dysmenorrhea, obesity, bipolar disorder and knee swelling. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2012, the patient experienced transient ischaemic attack (seriousness criterion medically significant), 7 years 1 month after insertion of essure (ess205). On (B)(6) 2017, the patient underwent cyst removal (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), migraine ("migraines,"), alopecia ("hair loss"), muscular weakness ("muscle weakness"), fatigue ("fatigue"), abdominal pain lower ("cramping"), menstrual disorder ("abnormal bleeding during menstruation,") and rash ("rashes"). The patient was treated with surgery (excision of cyst, she had salpingectomy (bilateral removal of fallopian tubes) and hysterectomy on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the embedded device, transient ischaemic attack, migraine, muscular weakness, menstrual disorder, rash, anxiety and cyst removal outcome was unknown and the pelvic pain, alopecia, fatigue, abdominal pain lower, dyspareunia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, weight increased and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, cyst removal, dysmenorrhoea, dyspareunia, embedded device, fatigue, menorrhagia, menstrual disorder, migraine, muscular weakness, pelvic pain, rash, transient ischaemic attack, vaginal haemorrhage and weight increased to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 20-sep-2019: reporters, patient demographic were added. On (B)(6) 2004, she implanted essure (previously reported as (B)(6) 2004). Essure indication updated. Added events abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: anxiety, migration of essure device location of device: myometrium, neurological conditions or problems type: transient ischemic attack, dysmenorrhea (cramping), excision of cyst, weight gain, abdominal pain. Updated reported event term and onset date. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.